Event description:
It was reported that as the surgeon was performing a quad repair on the patient's left side, the surgeon decided to exchange a 4x9 cs insert. Rep confirmed there are no allegations against any implants (revised or retained).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.